Manufacturer narrative:
The hill-rom tech found the beds scale was not zeroed most likely due to user error. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2006-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not set. This bed was located at the account in storage. There was no pt/user injury reported. (B)(4).